Manufacturer narrative:
(B)(4).

Event description:
Additional information received from a healthcare professional indicated that withdrawal symptoms started in 2014. The pump was replaced on (B)(6) 2015 to resolve that issue.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_cath, product type: catheter. (B)(4).

Event description:
On 2015-12-02, information was received from a healthcare provider (hcp) regarding an (B)(6), male patient who was receiving baclofen via an implantable pump for an unknown indication. The patient's medical history included premature delivery (B)(6), wheelchair bound, chronic lung disease, gastrostomy, tracheostomy, patent ductus arteriosus (pda) ligation, nissen fundoplication, tracheal repairs, tracheostomy tube (trach) replacement, nissen redo and hiatal hernia repair, dysphagia, constipation, cerebral palsy, seizure disorder, and allergies to amoxicillin (hives), augmentin and benadryl (dries up secretions and trach). The patient's concomitant medications included topamax, clonidine, clonazepam, oral baclofen, acetaminophen, ibuprofen, calcium with vitamin d, gabapentin, oxcarbazepine, sodium phosphates, tizanidine, omeprazole, multivitamin, and miralax. On 2014-10-10, the patient had a pump revision. Additional information has been requested regarding when the patient first started experiencing the problem that required revision, drug information, clarification of the pump revision, pump serial number, symptoms, the cause of the event, troubleshooting and the event&#38112;outcome, but it was not available at the time of this report. If additional information becomes available, a follow-up report will be submitted.